Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 week post-implant, a fibrin deposit was observed within the pump near the outflow cannula. Anticoagulation was managed with heparin followed by aspirin. A decision was made to exchange the pump. There was no injury sustained by the patient during ths event.

Manufacturer narrative:
The patient remains ongoing with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.